Event description:
Prior to a coronary artery bypass graft procedure, could not attach the blade wrench, then the screw on the device broke. Another like device was used to complete the case. There were no adverse consequences to the pt.